Event description:
The event is reported as: the customer reports that the patient barely exhales into the device and the range indicator reads maximum (inaccurate reading). No report of a patient injury.

Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.